Event description:
It was reported that the patient had burning sensation 3 weeks post implant. The device was reprogrammed many times over the 2 years it was implanted. As time went on "the issue got worse and worse," the patient was in the hospital 2 months ago and the device was explanted, her pain was immediately gone. The patient would try turning the device off when it was implanted, over the 6 months the device was off the pain did not go away and when she turned the device back on the pain was worse. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was pain at the site of the implantable neurostimulator (ins). It was noted that there were no abnormal impedances. It was stated that the system was explanted per patient request. It was reported that there was no injury and the patient recovered without sequela.